Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon lost the ability to manipulate the monopolar curved scissors instrument while it was inside the patient. After carefully removing it from the patient, the sleeve was taken off and found that an orange piece slid out from under the distal end by the knuckle which appears to have impaired the scissors from working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected and appeared to be in working condition. The cannulas are always checked in spd and when setting up the back table. It is a visual inspection for debris and damage. Gauge pins are no longer used. There was no arcing observed. The surgeon was using the scissors for dissection and cautery, and the instrument was connected properly. The generator being used was erbe vio dv with cut 3 coag 3 setting in use for two hours. The prograsp forceps and force bipolar instruments were in use and instrument tips did not collide with any other instrument or tool during procedure. The instrument tip(s) did not touch any staples, clips or sutures while energized and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There were no patient injury nor did the patient return to the hospital due to experiencing any post-surgical complications. The instrument was returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken main tube approximately 35.13 mm from the distal tip. No material was found missing. The proximal clevis is dislodged as a result of the broken main tube. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.